Manufacturer narrative:
Follow up report (B)(4). Updated: b4,b5,d2,d9,g1,g3,g6,h1,h2,h3,h6 the instrument was returned for investigation. The threaded part of the drill brit is fractured. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Medical records were not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). G2: foreign source. Poland. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during the procedure using the ncb pp kit, a drill bit broke. This did not impact the procedure or prolong it, the procedure was completed using a second drill bit, there were no fragments of the drill bit remained in the patient. There was no patient impact, surgical technique was utilized and there was no surgical delay. Attempts have been made and additional information on the reported event is unavailable at this time.